Event description:
Reason(s) for revision: alval / soft tissue reaction.

Event description:
It was reported that the patient had a revision on the asr hip implant. It was further reported that prior to the event, the patient experienced restricted movement and functional impairment. It was further reported that cobalt and chromium were found in the blood of the patient as determined from blood tests.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, reason for revision: unexplained, patient activity level prior to event: movements restricted, function impaired. Type of patient activity: walking limited. Patient clinical condition prior to revision: not known. (B)(4). Update received (B)(6) 2013. Depuy reference number, reason for revision, hip side and an additional hospital added. Asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update (B)(6) 2015: implant date, filled in all man/exp dates for products, manufacturing facilities, complaint category, construct type and all necessary mw boxes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, reason for revision: unexplained, patient activity level prior to event: movements restricted, function impaired, type of patient activity: walking limited, patient clinical condition prior to revision: not known, has an MRI scan been sent to ic? No, has a blood sample been sent to ic? Co = yes; cr = yes, has soft tissue samples been sent to ic? No. Update received 26th october, 2013. Depuy reference number, reason for revision, hip side and an additional hospital added. Asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update 24 jan 2015: implant date, filled in all man/exp dates for products, manufacturing facilities, complaint category, construct type and all necessary mw boxes - update 19 feb 2015: correct implant date as updated date ((B)(6) 2006) occured before the man dates found in our system. Therefore I will revert back to the original implant date as stated on the update rec'd 26 oct 2013 ((B)(6) 2007).

Manufacturer narrative:
Depuy still considers the investigation closed.